Event description:
The customer reported that the vitrectomy function was not operational. The doctor changed out the phacoemulsification machine and was able to complete the procedure successfully. No further info is available from the customer, as the surgeon performing the vitrectomy is no longer associated with the hospital.

Manufacturer narrative:
The amo field service engineer inspected the phaco machine at the customer location and found a short circuit in the fuse box. The field service engineer replaced the fuse and verified the vitrectomy function performs as intended. No further info is available.